Event description:
Cyclosporin 100mg was mixed to a total volume of 200cc in a glass bottle. The mixture was infused into a triple lumen subclavian catheter by a plum xl at 10 cc per hour with volume to be infused set at 115 cc at 1400. At about 2200 the pump alarmed and on investigation the entire 200cc of medication had been infused. The bottle of medication was totally empty. At 10 cc per hour, only cc should have infused. The pump did not alarm when 115cc had infused. The attending physician for this pt believes this event played no part in this pt's deterioration or death.